Event description:
A radiologist was performing an iliac angioplasty. While attempting to pass catheter through stenosed iliac artery, around 5cm of tip of catheter broke off and had to be retrieved. The radiologist was able to retrieve the tip by using an angioplasty balloon and stent to open vessels around fragment. No reported injury or additional patient details were provided.

Manufacturer narrative:
A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation.the tip was detached from the body of the device. This complaint is confirmed. The most likely root cause of the failure can be attributed to an incomplete fusion between the teflon sleeve and the body of the device can ultimately lead to the tip of the device detaching during use. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the engineering, quality and management team members.